Event description:
It was reported that patients ipg was not working as intended. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.